Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup vvi mode. The patient was stable and would continue to be monitored.

Event description:
New information received notes that the device was reverted to normal function by reprogramming.